Manufacturer narrative:
Product ID 3387s-40, lot# v520974, implanted: 2010 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7438, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had recently gotten an electric chair to go with the computer at work and he had noticed a change in his therapy since he had been using it. The issue had begun about a month prior to the date of this report. The patient felt strange after using. The patient was inquiring if there was a chance electromagnetic interference (emi) could be affecting the deep brain stimulator. If the patient was in the chair for more than an hour and a half he felt weird and if he was at the computer for 45 minutes he felt weird and could barely walk. It was unknown if the system was affected by emi or if there had been a power on reset (por). The patient had not contacted their healthcare professional about the issue. It was unknown how the patient was doing. The healthcare professional was going to schedule a follow-up appointment with the patient. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.